Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to be in back up vvi mode. Patient was asymptomatic. A device download was not performed due to the device approaching eri. The device was explanted.